Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pca tubing leaked while infusing ns and ativan via a pigtail at 10ml/h. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. Visual inspection showed that the female luer had a 9.5 mm crack. Functional testing confirmed leaking from the crack. The cause of the customer¿s report was identified as a crack in the extension set's female luer. The root cause of the crack is unknown.